Manufacturer narrative:
(B)(4). The device was received and evaluated. The reported system error (se) was not specified and it occurred on an unknown date. The event history log was reviewed for ses and it found: se 2004 and se 2005. The device underwent a visual inspection and functional testing. The se 2004, se 2005, reload the set 157 and reload the set 167 were found during the sample evaluation. There was a pneumatic leak identified which was found to be due to the damaged piston o-rings. The piston o-rings were replaced. The electrical testing, functional testing and simulated therapy did not identify any additional defects or malfunctions with the device. The reported event of a se was verified as the se 2004. The device did not meet product specifications for the reported event and the cause was the damaged o-rings, which were to be scrapped and the device was sent to service. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an unspecific system error (se) occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.